Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient implanted for degenerative disc disease and spinal pain. The caller reported that the patient had the device removed because they could not get it to charge anymore. They added that the patient also needed a CT scan, and couldn¿t do that while the device was implanted. No further complications or patient symptoms were reported or anticipated.